Event description:
This is a spontaneous case report was a translation of (B)(6) which was regarding women who had essure inserted and experienced adverse events in united states. It was stated that a photo shows an unborn, on whose neck a metal rod infected, apparently part of a broken coil. No further information was provided. (B)(4). The product technical complaint investigation and final assessment were received on (B)(6)-2014:(B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time per criteria established in (B)(6), because an investigation of the same failure mode has already been initiated. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the (B)(6) database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted, got pregnant and a photo shows an unborn on whose neck a metal rod infected. This case is not medically confirmed. Neck metal rod infected is considered a serious event due to medical importance and is unlisted in the reference safety information for essure. In this particular case, this event was not confirmed. But according to information provided a causal relationship between the reported serious event and essure cannot be excluded. Ptc final assessment; the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Further information cannot be requested since this case was derived from lay press.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.